Manufacturer narrative:
Received one used device for evaluation on 12/19/2025. As received, there was a tear on the tube. The tear through the tube was a straight and clean cut. The packaging was examined and a tear along the side was observed below the perforated edge. Received three (3) photos, one (1) of the cut tubing, one (1) of the set, one (1) of the packaging. The set was leak tested and leakage was observed. The reported complaint leakage and cut tubing can be confirmed. The probable cause is due to interactions with a sharp object. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint event involved the following device: primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm that "massively" leaked after it was primed with saline, during use on a patient for an unspecified number of minutes. The line was found to be cut just above line y port. Someone became aware of the issue when there was no back prime. No nicks were found in packaging. The line was changed. An unspecified delay in therapy was reported, but there was no adverse events or harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.